Event description:
Attorney reported: in late 2004 - the patient underwent an umbilical and ventral hernia repair with placement of a non-recalled composix kugel mesh patch. (Approx) in early 2005 - the patient was presented to the hospital due to pan and bleeding at the surgical site. The patient was transferred to a different hospital where surgeons irrigated the infected mesh. In early 2007 - the patient was admitted to the hospital to undergo removal of the infected mesh an to drain abdominal wall abscess. Since undergoing hernia repair with the mesh patch, the patient has suffered from fevers, nausea, vomiting, severe abdominal pain, tenderness at the surgical site, blood in stool and fluid inside her small intestine. The patient's doctors expect further procedures will be necessary in the future.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.